Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had alarmed failed battery. It was reported that the customer was assisted with troubleshooting for failed battery alarm. The customer's blood glucose was 4.6 mmol/l at the time of incident. Troubleshooting did not resolve alarm and the customer was advised to monitor insulin pump and to revert to back-up plan per healthcare professional's instructions until replacement battery cap arrives. The insulin pump will not be returned for analysis.